Manufacturer narrative:
The returned device was opened and was noted that the device was still full of bodily fluids. The device was emptied and disinfected. The device was filled with water to the 30ml fill line and the device was held in the upright position as required by the instructions for use (IFU). The device was then placed with the face side down on the table. The device leaked as expected. The umbrella check valve was performing properly and is designed to leak and prevent air or fluid from going out the top of the pnuemostat back into the chest cavity. The fluid was leaking through the valve as it was not positioned in the upright position as required by the IFU and because the drain was collecting over 30ml of fluid a day. A device history record review was performed and the product was found to have met all specification. Clinical evaluation: the pneumostat drain is intended to evacuate air from the chest cavity and helps patients become ambulatory providing them with a dry seal and air leak monitor. If the collection chamber of the drain becomes full it must be replaced or it will leak body fluids creating a risk for blood borne pathogens. In order to prevent other fluid leaks it is important to maintain the drain in an upright position. A drain that leaks as a result of positioning would not affect the function of the drain. The IFU warns that this device is not to be used for fluid collection and that the chest drain valve must be kept in its upright position.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
The pneumostat drain leaked through the air leak monitor when in a position other than upright. Patient draining more than 30 ml per day. Patient was switched to an express mini without any issue and patient discharged the next day.